Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of cuts on the pink rubber and missing thixotropic adhesive (ke45) on the forceps cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, cuts on the probe pink rubber were identified and missing ke45 adhesive on the forceps cover were found. There was no patient involvement.